Event description:
On (B)(6) 2010, a customer notified covidien that an umbilical catheter was became occluded during use. The catheter was being used in conjunction with another device, not manufactured by covidien, that failed during use which the facility reports resulted in the occlusion of the umbilical catheter. The umbilical catheter was removed. In a f/u conversation on (B)(6) 2010, a nurse at the facility stated that the umbilical catheter did not cause the event reported.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.